Manufacturer narrative:
Calibration was last performed on 15-may-2023. The qc recovery data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) preventatively replaced 5 solenoid valves and a vacuum valve, replaced the ise degasser, and replaced all nuts and thumb screws for both ise modules. The customer performed calibration and qc successfully. The customer also repeated the affected patient samples and all results were acceptable. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for (B)(4) patient samples on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for (B)(4) patient samples. The initial results were reported outside of the laboratory. The customer's mid-shift qc was out of range which prompted them to repeat the samples. For patient 1, the initial na result from line 1 was 131 mmol/l. The repeat result from line 2 was 141 mmol/l. For patient 2, the initial na result from line 1 was 131 mmol/l. The repeat result from line 2 was 141 mmol/l. For patient 3, the initial na result from line 1 was 133 mmol/l. The repeat result from line 2 was 143 mmol/l. The repeat results were deemed correct. The na electrode lot number is g55.

Manufacturer narrative:
The customer stated that they replaced all reagents and performed calibration and qc successfully. The investigation is ongoing. H3 other text : na.